Event description:
Information received from the field notes that when the patient presented for a routine follow-up, dashes (---) were noted for several parameters. Three days later, the patient was called back in for a reprogramming attempt. Emergency vvi was utilized, but reprogramming to ddd was unsuccessful. A download attempt was also unsuccessful. Therefore, the device was replaced. The patient was not pacemaker dependent and had no symptoms.